Event description:
Customer reported that 3 of 4 known positive samples (124183, 124184 and 124189) gave negative results on capture-r ready screen (4) (crrs 4) on the galileo. The customer did not specify the antibodies.

Manufacturer narrative:
Returned samples 124183, 124184 and 124189 were tested with retention crrs 4 lot k216 on in house galileo and the results were negative for all three samples. Samples were tested in tube test with retention panoscreen I, ii and iii and the results are:sample 124183 was positive (4+/3+) at 4°c and rt in all three cells. The result was weak at 37° and negative with ahg.sample 124184 reacted negative at 4°c, 1+ at rt and weak at 37°c with cell I. The sample gave negative results with panoscreen cell ii and iii.sample 124189 was negative at 4°c, rt and 37°c. The reaction was positive (1+) with cell iii with ahg. The results were negative with cell I and ii. Samples 124183 and 124184 appear to contain igm antibodies. As per the crrs 4 package insert: igm antibodies may fail to react on capture.